Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused blood product during patient infusion on the progressive coronary care unit. The pump did not infuse all the blood product within 4 hours. The bag has approximately 300cc and the pump rate was set at 80cc/hr; however, more than 100cc was left in the bag after 4 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.